Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl due to a bent cannula and treated with a manual injection. Customer indicated that their blood glucose value was 185 mg/dl at the time of the call. Customer indicated that there were no tape adhesion or skin tissue issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The infusion set will be returned for analysis.